Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Testing of the power cord received with the device revealed no problems and that it is electrically intact. There was no evidence of fluid or moisture found within the device. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1996. A device history record review was performed which did not reveal any issues related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the device was made and return procedures for the device were initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death but the patient was not connected to the machine when they passed away. The cause of death was reported to be cardiac arrest due to intestinal problems and intestinal bleeding. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available at this time.